Event description:
The complainant reported that a pt underwent esophageal dilatation using a cre balloon dilatation catheter. During the procedure, the balloon burst. The physician successfully retrieved all balloon pieces from the pt and completed the procedure using another of the same device. It was reported that the pt was fine following this event.

Manufacturer narrative:
H4 - user facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.